Event description:
Customer reported a horizontal gas breakthrough observed in the flap on patient's left eye (ocular sinister) os, which resulted in some adhesions around the gas line while using their intralase system. Upon lifting the flap, the physician observed an irregular stromal bed pattern. The procedure was completed successfully. A follow-up with the physician the following day indicated that the flap appeared excellent, and the patient's vision was recorded as 20/20. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: the product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Additional manufacturer narrative: johnson & johnson clinical application specialist (cas) debriefed with the physician and went over the horizontal gas breakthrough protocol after the event. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.